Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens unit. In addition, we confirmed that the plug to cable attaching base broken, the lcb distal cover glass broken, the light guide cable buckled, the nozzle gluing missing, the lg cable connector housing leak, the insertion flexible tube (ift) cut, the root brace rubber cut, the remote control buttons cut, and the u/d and the r/l pulley wires rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).